Manufacturer narrative:
(B)(4). Customer did not report readings associated with reported desaturation. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. Root cause is unknown. Corrective actions cannot be established. It is necessary to receive the physical sample to perform a proper investigation and thorough investigation to confirm the alleged defect, determine a root cause and establish any corresponding corrective actions. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "the 15 mm adapter on ett disconnected and would not stay on. The ett was intubated for 5 days and proceeded to desaturate after repeated disconnections." It was reported there was no patient injury or complication. There was no report of required intervention.

Manufacturer narrative:
Qn#(B)(4). Corrected data: adverse event or product problem. Added 'adverse event. Outcomes attributed to adverse event. Added 'required intervention. Outcomes attributed to adverse event. Added 'life-threatening. Type of reportable event -corrected to 'serious injury.

Event description:
Customer complaint alleges "the 15 mm adapter on ett disconnected and would not stay on. The ett was intubated for 5 days and proceeded to desaturate after repeated disconnections." It was reported there was no patient injury or complication. There was no report of required intervention.